Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This unsolicited case from united states was received on 05-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had right knee swelling and pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021; expiry date: 31-may- 2020) into the right knee for osteoarthritis. On an unknown date, after unknown latency, the patient had right knee swelling and pain. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 05-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and right knee pain and swelling. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.